Event description:
A customer reported encountering a cgm error 42, and technical support guided them through a pump reset process. After the reset, the error did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged. There was no reported impact on the customer¿s blood glucose level.